Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a bilateral case of incomplete flap cut. Reporter indicated flap cut on the right eye had one uncut area on the inferior flap edge. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Reported event was a product problem only, and considered to be a reportable malfunction. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history shows that the laser was verified successfully prior to the date of treatment. There is insufficient evidence to conclude that a system malfunction contributed or caused the reported event. Based on the information obtained as well as the multiple factors that could contribute to an incomplete flap incision, including non-system factors, the root cause of the event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.